Event description:
It was reported that the customer's blood glucose level was low. During troubleshooting with tandem technical support, the contact successfully adjusted basal settings according to health care provider's recommendations.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.